Event description:
It was reported that the customer was vomiting and hospitalized for high blood glucose. The blood glucose reading was 457 mg/dl. The customer stated that he changed the infusion set, bolused and his blood glucose still did not come down. Reviewed the alarm history and found that the time on the pump was off. It was stated that the device missed some of the bolus delivered in the past few days. Troubleshooting was performed. Ran a fixed prime test and the insulin exited.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.